Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence on february 3 and january 26, 2026. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue independently by changing the cartridge and successfully resuming insulin delivery; the issue was not current by the time they contacted technical support. A request for replacement infusion sets was made.